Event description:
Additional information received from (B) (4) regulatory update reads (B) (6) 2006 calaxo surgery - arthroscopically aided acl reconstruction with removal of loose bodies and partial medial meniscectomy, left knee. On (B) (6) 2006, discharge summary: he has done fairly well; but he had a tremendous amount of pain the first day with nausea. He is having a fair amount of discomfort today but is able to do okay. On (B) (6) 2006, physical therapy visit [2 weeks] - the patient rates pain 5/10 currently, increasing to 8/10 at the end of the day when he has been up. Tenderness located in medial joint line. The patient presents with increased weakness, increased pain, increased swelling post acl reconstruction on left knee. On (B) (6) 2006, physical therapy discharge summary [7 weeks] - patient was progressing very well. Unaware of why patient stopped attending regulatory scheduled treatments. Patient was set up on a home exercise program for which he was independent. On (B) (6) 2007, post calaxo surgery [23 weeks] - arthroscopic removal of loose body from the left knee with documentation of graft failure; removal of painful protruding bone graft from the proximal tibia.

Manufacturer narrative:
Product recall was initiated on august 21, 2007. (B) (4)